Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received noted that a synchronous shock was performed and the shock impedance measurements were within range. The patent was discharged and the system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that an inquiry was made due to out of range shock impedance measurements seen on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) confirmed that an alert was triggered due to out of range shock impedance measurements (B)(6) 2014 and (B)(6) 2015, while the latest values are within normal range. No noise was seen. A possible synchronous shock was discussed to be delivered to determine true shock impedance and investigate the integrity of the system. At this time the system remains implanted. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that this system continued to exhibited high out of range shock impedance issues. No cause was determined and no changes were made. The system remains in service and there were no adverse patient effects reported.